Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. Scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, missing serial number label, and faded end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display after getting exposed to moisture. Customer stated that insulin pump had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.